Event description:
On 04-jun-2010, stryker biotech received a complaint from a surgeon that "pt got infected because of drug given". No additional details were provided. Additional info will be requested.